Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/se: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, the device was difficult to remove. The access ports were used successfully to remove the device from the pt anatomy. It is unknown how hemostasis was achieved. There were no adverse pt effects reported. Though requested, no additional info was available.